Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. There was no adverse impact on the customer¿s blood glucose level. Technical support provided instructions to reset the pump and confirmed a replacement pump would be shipped. The customer was to continue using the current pump for insulin delivery and was given instructions on how to put the pump in storage mode before returning it, which the customer acknowledged.